Event description:
The customer reported getting a low reservoir alarm while changing the infusion set. The blood glucose reading was 62mg/dl and then it dropped to 61mg/dl. The customer drunk juice and his glucose level went back up to 106mg/dl. The customer was connected when he changed the infusion set. Advised the caller to always stay disconnected while changing the infusion set. Then he received a low reservoir alarm, and he changed the reservoir with 3.0ml of insulin. Had customer to disconnect at the quick release and to remove the reservoir from the insulin pump, and he stated that the reservoir was full, but now is empty. Advised the caller to call the ambulance, but his brother will take him to the emergency room. The customer called back and stated that he was scared to use the insulin pump and just wanted to return the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.